Event description:
The customer reported intermittent power issues.

Manufacturer narrative:
The customer reported intermittent power issues which could prevent the delivery of therapy. The device was evaluated at philips, but the reported symptom could not be duplicated. The power and battery pcas were replaced due to bent pins and related autotest errors in the log. We cannot determine conclusively which part resolved the issue. The device passed all testing and was returned to the customer.